Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed when the indicator window turned black. The device was withdrawn and manual compression hemostasis was applied. The patient was not injured. Hemostasis was performed by an experienced, trained operator. This occurred at the end of the cerebral (whole brain) angiography procedure, after withdrawing the catheter and guidewire. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use. The procedure used a retrograde approach. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and they were retracted together until the indicator window changed to a solid black color. The button would not depress at all. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body a non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including a vascular sheath introducer insertion angle of 45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no access vessel tortuosity, there was no stent near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure. The patient¿s body mass index (bmi) was not greater than 40. The device was not attempted to be deployed outside the patient¿s body. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.